Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appeared again, which the caller acknowledged and understood.